Event description:
It was reported, "patient in regular general conditions with mechanical ventilation which is observed right radial arterial line ((B)(6) 2025 which was passed in ICU) line which is like a peripheral catheter has no place or way to fix it with suture to prevent the line from moving or coming out, in previous days it has been observed that the arterial line presented irregularities and therefore the tension figures that were observed were not reliable, today it is evident that the line was displaced and it is observed bent in three parts, despite the fact that it is immobilized, but with the slightest movement it moves. Patient which requires continuous invasive monitoring due to her clinical condition and the medication that is being administered. The doctor on duty is informed about this event which indicates its removal to avoid infections at the puncture site since it is exposed. Upon removing the line, it is observed that it leaves a considerable incision site. It is left covered with sterile gauze and fixomul stretch to prevent bacteria from entering the skin perforation site. The area will be monitored." There was no patient harm or injury. No medical intervention required. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The complaint of a kinked catheter was able to be confirmed by the photo, which shows a catheter in use in a clinical setting with a visible kink, however, a complete visual inspection of the device could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: care should be exercised that indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of material, leading to possible separation of the catheter. Precaution: do not suture directly to outside diameter of catheter body to minimize the risk of damaging the catheter or adversely affecting monitoring capabilities." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported, "patient in regular general conditions with mechanical ventilation which is observed right radial arterial line ((B)(6) 2025 which was passed in ICU) line which is like a peripheral catheter has no place or way to fix it with suture to prevent the line from moving or coming out, in previous days it has been observed that the arterial line presented irregularities and therefore the tension figures that were observed were not reliable, today it is evident that the line was displaced and it is observed bent in three parts, despite the fact that it is immobilized, but with the slightest movement it moves. Patient which requires continuous invasive monitoring due to her clinical condition and the medication that is being administered. The doctor on duty is informed about this event which indicates its removal to avoid infections at the puncture site since it is exposed. Upon removing the line, it is observed that it leaves a considerable incision site. It is left covered with sterile gauze and fixomul stretch to prevent bacteria from entering the skin perforation site. The area will be monitored." There was no patient harm or injury. No medical intervention required. The patient's current condition is unknown at this time.